Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that about a week ago the pump was alarming and had run empty. The caller noted that there was a miscalculation and the refill was missed. Per the caller the patient was trying to sleep and heard the faint sounding of the alarm. It was noted that the patient felt strange, was freezing cold, unable to move and went through agonizing pain and hell for a week. The pump was eventually refilled. No further complications have been reported as a result of this event.